Event description:
Additional information received identified that the ipg was successfully recovered with troubleshooting. Effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Troubleshooting is pending to address the issue.